Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's last known blood glucose value was 6.7 mmol/l. The customer stated that there were cracks on the display of the insulin pump and they had used glue to fix them. The customer stated that they wore the device in their bra, so the device might have been exposed to moisture. The customer was advised that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.